Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that twelve pcu modules had keypad issues. Biomed stated :"the power button stops functioning. Units can not be switched on. Some units exhibit the constantly-glowing red maintenance light, others do not".there was no patient involvement as the failed devices were discovered during walk through rounds.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that twelve pcu modules had keypad issues. Biomed stated :"the power button stops functioning. Units can not be switched on. Some units exhibit the constantly-glowing red maintenance light, others do not".there was no patient involvement as the failed devices were discovered during walk through rounds.